Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg could not be put in MRI mode. Reportedly, the patient tried different physical positions but it did not resolve the issue. Diagnostic testing revealed high impedance readings. Surgical intervention may be pending to address this issue.